Event description:
The customer reports the device gets a low battery error.

Manufacturer narrative:
(B)(4). Philips repair bench evaluated and tested the device. The ac module was also inspected and tested by quality and found the a/c module is defective and does not charge. There was no reported pt involvement. It was recommended to the customer to call customer service center to order a new ac power module. No further communication was requested and none is warranted. We will consider this a malfunction of the ac power module that caused the batteries to not charge batteries.